Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had been giving the same result for roughly the past 6 months. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy first occurred about 6 months prior to the alert date of (B)(6) 2016. The patient informed the csr that they had obtained the result of "5mmol/l" on the subject meter every time they had tested their blood glucose. The patient manages their diabetes with metformin (x2 500mg per day; after lunch and after supper) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue, although the patient did inform the csr that they began testing their blood glucose less frequently as they believed that it had stabilized. About 2 months after the alleged product issue started the patient developed the symptom of "blurred vision". The patient tested their blood glucose on a friends' unspecified device at this time and obtained a blood glucose result of "10.7mmol/l" as a result of this the patient self-treated by taking an additional 500mg metformin tablet and claims to have felt better a few hours after this. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a retest. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurate reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.